Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00012 for the other. Based upon the patient information and device history review it can be concluded that the failure was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained, the complaint will be re-opened and the report will be supplemented.

Event description:
The patient presented with a dislocated hinge component, which required surgical intervention. During the revision surgery it was found that the tibial poly spacer disengaged and migrated to the surface of the knee.

Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-000012 for the other. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes and patient x-rays were requested along with the explanted components. The tibial poly spacer had been returned for further analysis and all other components involved were not revised. This investigation is currently ongoing and should additional information be obtained the report will be supplemented.

Event description:
The patient presented with a dislocated hinge component, which required surgical intervention. During the revision surgery it was found that the tibial poly spacer disengaged and migrated to the surface of the knee.